Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the connection rods on the rocker arm was broken on both sides of the brake/steer mechanism. The tech used a brake steer upgrade to repair the stretcher.